Event description:
The manufacturer received information alleging a ventilator's pip did not increase (it appeared that the control of the exhalation valve was faulty). The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's aecm needs to be replaced to address the issue.